Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with tvh and right salpingo-oophorectomy. It was reported that the patient had cholecystectomy on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, uterine prolapse, enterocele, cystocele and pelvic organ prolapse. It was reported that the patient had the concurrent procedures of transvaginal hysterectomy, right salpingo-oophorectomy, anterior repair; cystoscopy with indigo carmine performed during mesh implantation. It was reported that following insertion the patient experienced vaginal and bladder pain, extrusion, infection, urinary problems, dyspareunia, neuromuscular problems (urinary leakage) and depression. Additional product was reported to be implanted (B)(6) 2008 (depuy asr/boston scientific obtryx sling) and (B)(6) 2007 to treat total right antroplasty/ stress urinary incontinence. It was reported that the patient underwent a revision (B)(6) 2010. It was reported that patient underwent mesh removal on (B)(6) 2011. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.